Manufacturer narrative:
On (B)(6) 2020, mentor became aware that section 5. PMA/ 510(k) code was reported incorrectly. The actual code is unk. On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that it was reported incorrectly that the date of removal was (B)(6) 2020. The patient has not had a surgery yet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a (insert procedure type here) with a unspecified saline implants smooth and experienced ¿can feel on the left were the implant is and the right one is really soft. The right one is smaller. They are not even.¿ the patient experienced deflation on the right breast implant and cutaneous contour deformity on the left breast implant. The patient experienced asymmetry. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On january 6, 2025, mentor received additional information indicating that the patient actually had undergone bilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were the following: (right) 300cc mentor smooth round moderate plus profile catalog: 3502300 lot: 9691415 sn: (B)(6) and (left) 300cc mentor smooth round moderate plus profile catalog: 3502300 lot: 9691415 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.